Event description:
It was reported that the urine leaked from foley catheter, but the leakage location was unclear. Per additional information via email from ibc on 03jul2023, even though checking the returned sample, representative could not visually confirm the leak location. An investigation for leak should be performed on both the catheter and the drain bag. Per investigator's notification received on 05dec2023, the temperature wire was protruding from the shaft, the balloon was mushroomed, sample port disconnecting from tubing and the scratches/abrasions found on the inlet tube of the drain bag.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual inspection: one photo of one opened and used three-way all-silicone foley catheter was received. Per visual inspection it was evidenced the balloon cuffing. Photo sample received does not meet specifications as per inspection procedure which states ¿balloon must not cuff after deflation. Three additional photos were received: photo zooming in the catheter shaft with the temperature wire was protruding. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be balloon material does not shrink quickly enough. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from foley catheter, but the leakage location was unclear. Per additional information via email from ibc on (B)(6). 2023, even though checking the returned sample, representative could not visually confirm the leak location. An investigation for leak should be performed on both the catheter and the drain bag. Per investigator's notification received on (B)(6). 2023, the temperature wire was protruding from the shaft, the balloon was mushroomed, sample port disconnecting from tubing and the scratches/abrasions found on the foley catheter.